Event description:
It was reported that, during cleaning, the scrub tech noted that one of the screwdrivers had a worn tip. The sales consultant inspected all of the screwdrivers in the set. It was reported that a second screwdriver was found to have a broken tip. It was also reported that it is not known when the tip became broken. The subject devices are a part of matrix long term evaluation set. This is report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history shows that there were no issues that could contribute to the complaint condition. Indications are that the correct material was used and correct hardness values were obtained. The subject device was received with the stardrive form rounded along the edges. The shaft has axial scratches that are consistent with use. The dimensions measured meet print specifications.